Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found that the video output signal was not stable. To resolve the issue, fse replaced the flexvision pc, hard disk and reloaded the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not booting up successfully. The system was outside of clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.